Manufacturer narrative:
(B)(4). The sample associated with this report was received and evaluated. Visual and functional testing confirmed that the cuff would not inflate and that there was a large hole in the main body of the cuff. Dimensional testing confirmed that the cuff was manufactured within specification. It was observed that the hole had jagged edges and was indicative of over inflation of the cuff. A review of the device history record was conducted and there were no non-conformances related to the build of the associated lot. A review of the manufacturing controls was conducted and confirmed that the reported defect would have been identified during the manufacturing process, prior to release for distribution. Instructions for use include warnings and cautions related to recommended cuff pressure, inflation tests, and cautions about over inflation of the cuff.

Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.